Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that "the health care professional would not implant the electrode due to the bent electrode tip." It was noted that there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Analysis of the lead (lead 3387s-40 stimloc) found it bent new out of the box. The tip of the lead's distal end was bent at the #2 electrode sleeve. The lead was electrically ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.